Event description:
Examination of the article "early reduction in unplanned healthcare utilization following vagus nerve stimulation for pediatric epilepsy" contained reports of adverse events. The article stated "unplanned seizure-related admissions fell from 34 events in the 90 days before the procedure to 14 events combined across the acute and subacute post-operative windows" suggesting 14 patients were admitted due to seizures following vns. Additionally specifics were given that "two admissions for vns-related issues: one chest hematoma and one chest seroma, both self-limited. One patient developed non-infectious superficial wound separation requiring superficial wound revision as an outpatient". No other known relevant surgical intervention has occurred to date. No other relevant information has been received to date.